Event description:
It was reported that during the procedure the clip applier would not fire. Another instrument was used to finish the case with no patient consequence.

Manufacturer narrative:
(B)(4). Disengaged drive link, damaged cartridge cover, damaged anti-backup. Evaluation summary: the analysis results for the instrument found that it was returned with the body bowed and the drive link disengaged from the cam tube driver; therefore, making the instrument non-functional. In addition, the anti-backup was noted to be damaged. Further analysis found that the cartridge cover was broken off and the piece was missing. No conclusion could be reached as to what may have caused the found damage. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.